Manufacturer narrative:
Additional information: d10. The reported field event of premature depletion was not confirmed, and loss of telemetry and no pacing was confirmed due to normal battery depletion. The device was received from the field with battery voltage reaching end of service in line with projected longevity. The pacer was programmed to high field settings with sensor enabled. When automatic settings are programmed, such as sensor enabled, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The original battery depleted to eol level due to normal usage and the interrogation and pacing anomaly observed on the field are consistent with battery reaching end of service. Total projected longevity based on field settings is 3.8 years the device was implanted for 3.17 years which exceeded 75% of device projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. The device could not be interrogated, and no indication of pacing was noted on the EKG. The device was explanted and replaced due to premature battery depletion. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.